Event description:
Information received notes that post implant x-rays showed pneumothorax. A subsequent x-ray revealed that the lead appeared to have gone through the myocardium into the lungs. The patient came into the clinic in an underlying rhythm with no pacing or sensing and was admitted to the hospital. A CT scan confirmed that the lead had perforated the heart. Three weeks post implant, the lead was capped and replaced. The patient remained asymptomatic during the entire course.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received